Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box review shows no activity outside of normal use, alarm history recorded 2 ¿cs007¿ alarm on (B)(6) 2013 .the pump powers ¿on¿ and displays ¿verify¿ screen. The ¿ez-prime¿ steps were performed successfully; the pump was exercised for 24 hours on 1u/hr with no alarms occurring. The cover was removed, no intermittent condition was found to the pcb.